Event description:
Hcp reported right-side rupture. Device has been removed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) . Additional observations: wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Hcp reported, right-side rupture. Device has been removed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.